Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported low level 1 quality control (qc) for progesterone iii (prog iii) on the aia-900 analyzer. The customer is using biorad qc lot 40470 and test cup lot f81c322. The customer opened new qc bottles, replaced the substrate bottle, and replaced the diluent and wash solution. Technical support specialist (tss) instructed the customer to perform a decontamination and retry running qc. The customer was able to perform a decontamination, however the customer did not have any remaining calibrator sets for prog iii to recalibrate and it is currently backordered. The customer stated they would like to switch to running progesterone ii (prog ii). Tss provided information to the customer on adding prog ii to the analyzer, validating prog ii, and running calibrations and controls for prog ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.